Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: (B)(4). Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was wearing a pod while their personal diabetes manager (pdm) failed to reset, resulting in "high sugar level" and subsequent hospitalization. Treatment included intravenous therapy "to get level down." No further details regarding diagnosis, treatment, or numerical blood glucose levels could be obtained as the customer was not providing the requested information.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Visual inspection of the backup battery solder and its pads looks good. External power source was used to charge the backup batteries and verified that backup battery held the charge. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.